Event description:
The cholangio catheter tip became stuck in the common bile duct. The surgeon was required to dissect it free from the tissue. A very small tip of the catheter broke off and had to be surgically removed.